Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18 2007. Evaluation summary: the reported condition of failure code 814:01 found in the event history on channels b and c was confirmed by the baxter repair technician. Inspection of the device revealed depleted main batteries, which were replaced. The device was tested by the repair technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. The battery issue is currently being investigated under mdq-CAPA-132 and the failure code 814:01 issue is being investigated under CAPA.

Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 814:01 found in the event history on channels b and c. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.